Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: the battery compartment was cracked with a leak. Corrosion was found in the battery compartment, and on the continuous glucose monitoring module. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with moisture. This report is made based on results of investigation completed on 10-oct-2018.